Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer stated that the insulin pump was exposed to moisture. Customer stated that the o ring was free of debris. Customer stated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device powered up with a flashing partial display. The text was impossible to read. After further examination of the device¿s interior, there were traces corrosion around the battery connectors and on the back of the lcd screen. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the flashing partial display. Device was received with a crack in the battery tube that extends to the top of the device where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly.